Manufacturer narrative:
Initial MDR was submitted in error. The reported event was previously reported under mfg #3013756811-2023-101541 initial MDR was submitted in error. The reported event was previously reported under mfg #3013756811-2023-101541.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.